Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. Used another handle, but also did not work. There was temporary injury as the incision had to be extended by 2cm. In order to resolve the issue and complete the case, used a third handle. There was no patient harm. There was no patient injury.